Manufacturer narrative:
Device is a combination product

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 4.00 x 28 synergy drug-eluting stent was advanced but failed to cross. When the stent was pulled back, it was noted that the stent dislodged from the balloon. The device was completely removed and the procedure was completed with a different stent. No patient complications reported and the patient was fine.